Event description:
Pt's nasal cannula fell apart at the ultrasonic weld connection between oxygen tubing and division of smaller tubes leading to nasal tips. Net result was that the cannula appeared to be functional, single piece device, but was actually not joined together as it should be and pt was not receiving oxygen for several hours. Pt had predicted desaturations. Problem discovered by family.